Manufacturer narrative:
The complaint investigation has been completed and the investigation results records are attached to this report.

Event description:
During a tcar procedure, after nps placement and multiple failed attempts to advance both the .035" j-wire and 0.014" guidewire through a tightly stenosed lesion, extravasation with diminished flow was observed in distal ica. The physician elected to convert the procedure to a carotid endarterectomy (cea).

Manufacturer narrative:
The complaint investigation underway and will be attached to this report.

Event description:
During a tcar procedure, after nps placement and multiple failed attempts to advance both the .035" j-wire and 0.014" guidewire through a tightly stenosed lesion, extravasation with diminished flow was observed in distal ica. The physician elected to convert the procedure to a carotid endarterectomy (cea).